Event description:
Device was deployed after analysis issued 'no shock advised' conclusion. Patient was not resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation pending. Reported due to outcome. Date of manufacture: november 2011.